Event description:
The contour staple device did not fire any staples. This was discovered by the surgeon during his low anterior assessment. He had to use a suture to sew the area requiring staples. No staples were seen in patient nor in device per surgical tech.what was the original intended procedure?1. Exploratory laparotomy and lysis of dense adhesions from previous surgery.2. Sigmoid re-colectomy and low pelvic anastomosis between (eea 25 mm stapler).3. Posterior rectopexy without use of mesh.4. Temporary diverting transverse colon loop colostomy.